Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating they had sensor anomaly. Customer's blood glucose at time of incident was 8.0mmol/l. The customer stated that when they removed the sensor it did not have cannula. The customer was advised that the local office will contact them to discuss the replacement.